Manufacturer narrative:
Additional information is provided in event. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received clarified that the some shallowing of the anterior chamber occurred during this moderate grade cataract procedure to the left eye. The patient further experienced corneal opacity at the incision site. The patient's prognosis is unknown however, it was confirmed that the symptoms have not resolved. No additional surgical procedure has been performed nor is one presently scheduled, but is reported to be likely in order to address anticipated astigmatism.

Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A physician reported that viscoelastic product was used during a cataract surgery at which time phaco occlusion and phaco burn at the incision site occurred. The patient experienced incision site leakage which was treated with a suture. Additional information has been requested.

Manufacturer narrative:
Additional testing was requested on retention samples to aid in the investigation of this complaint. The chemical lab tested the viscosity of one reference sample and the results were within specifications. The disposition of the product remains unchanged. No further actions are warranted. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Three unopened samples were received as a complaint sample. Our lab tested the ph and the osmolality of one sample and the results are within specifications. No remarks were observed during the release testing review. According to local procedures, retain sample testing was not performed. As all initial testing results are within specifications and the tested sample is conforming for the tested parameters, the complaint could not be confirmed. Based on the complaint information and the investigation results we can conclude that the disposition of the product remains unchanged. After investigation we can conclude that the investigated product met specification so no CAPA is initiated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No similar adverse events related to a technical event have been received so far for this lot except for the one reported from the same hospital in associated file (qs 1220850). All batches are released according to the required specifications and all initial testing results are within specification. To date, no complaint sample has been received. No remarks were observed during the bulk manufacturing documentation and release testing review. According to local procedures, retain sample testing was not performed. All batches are released according to the required specifications. As no sample was returned and all initial testing results are within specification, a conclusive root cause could not be determined. Based on the complaint information and the investigation results, we can conclude that the disposition of the product remains unchanged. As no product is returned , the complaint could not be verified therefore, no CAPA is initiated. However, further trending is performed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).